Manufacturer narrative:
Initial trend analysis for lot 70814 was conducted, no malfunctions were found. This is the only complaint for lot 70814. Further investigation will be conducted to determine the root cause of complaint.

Event description:
Mhc direct customer - bpl source - reported that upon delivery of po 103037 that 3 cases were damaged. A warehouse worker at bpl source was stuck with an uncapped needle from a damaged case of item 830165 lot 70814 while handling the damaged cases of product.

Manufacturer narrative:
Analysis shows that the product may have been damaged during logistics unloading or subsequent transportation, not due to the quality of the product itself.

Event description:
Mhc direct customer - bpl source - reported that upon delivery of po (B)(4) that 3 cases were damaged. A warehouse worker at bpl source was stuck with an uncapped needle from a damaged case of item 830165 lot 70814 while handling the damaged cases of product.